Event description:
It was reported that the pulse generator had migrated and caused symptoms of redness, swelling and pocket erosion at the area of implant. Blood cultures were obtained that revealed infection from hepatitis b virus as the causative organism. The primary location of the infection had been the device pocket; skin contamination or post-operative wound care was indicated as contributing factors for the reported event. The pt was admitted to the hosp for replacement of the extension and pulse generator products. During the case, the pulse generator was relocated from the collarbone area to the abdomen. The pt reportedly developed meningitis and rec'd treatment with IV and oral antibiotics. The pt status was ongoing as of 2008. Refer to MFR report #6000153-2008-02310.

Manufacturer narrative:
The pulse generator and extension products would not be returned for analysis because malfunction had not been suspected by the user. Final product disposition was unknown.